Manufacturer narrative:
The evaluation of the log file showed that the membrane pressure of the ventilator dropped below the minimum for automatic ventilation. The ventilator is specified, to stop under this condition as a precaution and to alarm for "ventilator fail" and/or ¿check apl valve¿. Corresponding entries can be seen in the log. The exact root cause for the low pressure could not be identified, as the two received components, which had been replaced on the device, were found to be within specification. Nevertheless, a leak inside of the ventilator was the most likely cause of the reported behavior. On further request the hospitals biomed informed dräger that there have been no new issues since the repair. It was concluded that an existing assembly with leaking connections has been fixed by the replacement of the two components. If the fabius anesthesia machine shuts down automatic ventilation, the device generates audible alarm and displays alarm messages as observed in the reported case. The user can activate manual ventilation. Monitoring functions remain available. This device behavior and user handling are described in the instructions for use.

Event description:
It was reported that when they switched from manual to pcv, they got a ventilator failure message after 2 breaths. No injury was reported.